Manufacturer narrative:
Conmed corporation received five (5) "unopened" packages containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula for evaluation. Visual examination of the returned products found three (3) of the packages with small creases in the sealing areas on the straight seals of the packages (seal opposite chevron seal). It appears that there may be small channels through the entire seal at these creases. These devices were transferred to packaging engineering test lab for dye leak testing and were confirmed, as all three (3) of the devices failed the leak test on 26-jun-2015, resulting in a breach of sterility. The other two (2) devices had the inner pouch sealed into the outer pouch creating an open area on the seal. These two(2) devices with open seals were obvious breaches of the sterile barrier and would never be utilized by a surgical nurse or technician. The lot was manufactured on 21-oct-2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals is due to inadequate placement of the device onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. The most probable cause of the inner pouch sealed into the outer seal is also due to inadequate placement of the device onto the bar sealer that is most likely related to operator error and missed on inspection. The entire lot consisting of (B)(4) units was shipped to the distributor who found only five (5) units with packaging anomalies. This distributor performs 100% incoming inspection of all devices. A two year review of product history for this device family showed other than this complaint there have been (B)(4) additional reports received regarding creases in the sterile seals. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "creases" were found in the sealing area of the sterile packages containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula. Also found were inner pouches sealed into the outer packaging seal. Testing result confirmed that the returned packages with creases in the sealing areas failed the dye leak test on 26-jun-2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.